Event description:
It was reported that the device delivered inappropriate atp. Non sustained lead noise was noted and it believed to be due to undersensing. None of the episodes showed any atrial sensing. Reprogramming was discussed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.